Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine cavity') in an adult female patient who had essure (batch no. 50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("pain,"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain") and underwent endometrial ablation ("ablation"). The patient was treated with surgery (surgical removal of coil). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, pelvic pain, abdominal pain, vulvovaginal pain and endometrial ablation outcome was unknown. The reporter considered abdominal pain, device expulsion, endometrial ablation, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2020: pfs& mr received: - new reporter information was added. Lot no was added. Case become incident new events added- device expulsion, pelvic pain, ablation, vaginal pain, abdominal pain. Severity added vaginal pain, abdominal pain pelvic pain. Lab test was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine cavity') in an adult female patient who had essure (batch no. 50512932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("pain,"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain") and underwent endometrial ablation ("ablation"). The patient was treated with surgery (surgical removal of coil). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, pelvic pain, abdominal pain, vulvovaginal pain and endometrial ablation outcome was unknown. The reporter considered abdominal pain, device expulsion, endometrial ablation, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.